Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 25 units bolus and received a message from the pump inquiring if the customer wanted to deliver the remaining 22 units of the bolus. Reportedly, the customer cancelled the remainder of the bolus and stopped insulin delivery as the customer did not intend to deliver that much insulin. Tandem technical support verified 25 units of insulin on board (iob). Additionally, review of the profile settings showed that carbohydrate feature was set to "off". Reportedly, the customer had programmed a bolus for 104 grams of carbohydrates (carbs) and a blood glucose (bg) value of 104 (mg/dl). However, the customer reported having intended to input the bg value as 190. At the time of the reported event, the customer's bg level was 190 mg/dl; however, at the end of the call, the customer's bg level had decreased to 145 mg/dl. During an additional follow-up call, the customer reported bg level was at 90 mg/dl. During a follow-up by the clinical diabetes specialist (cds) with the customer, it was confirmed from the pump delivery history that the customer had programmed and delivered a bolus request for 416 grams of carbs and a bg value of 104 (mg/dl). The customer's bg level was 190 mg/dl at the time of the call with the cds. The customer acknowledged having entered an incorrect value of carbs into the pump which resulted in a large bolus being delivered by the pump.